Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 500cc mentor memorygel breast implant, catalog # 3507500bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 500cc mentor memorygel breast implants and experienced rupture on the right side post-operational. As a result, the patient underwent bilateral device removal and replacement with 500cc mentor memorygel breast implants, catalog number 3505004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient experienced bilateral rupture and baker grade IV capsular contracture and discoloration on the right side. Mentor also became aware that the patient underwent bilateral device removal and replacement on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device a crease was noted on anterior and extending to posterior aspect. Also a tear was observed within the crease on the posterior aspect measuring approximately 0.3 cm. No discolor was noted in the implant. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture, capsular contracture and discoloration. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).